Manufacturer narrative:
The agent reported (stem impactor broken. Impaction plate broke off. Female, 58). This event occurred during surgery, near the patient. No response was reported by the surgeon. The surgery was completed as intended, with no delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The instrument was used until failure and pieces were left in the patient. The agent was present during surgery and was able to source a suitable replacement device. RMA examination: the reported device was not returned to surgical for evaluation. The agent was contacted 2 times within 60 days with no response (see attached emails). If at a later date the device is returned an amendment will be opened. The revision level or lot number were not reported; therefore, this instrument could not be linked to a specific device history record (DHR) or the actual date of manufacture could not be determined with confidence. Complaint database review showed 9 previous complaints but there were no indications that this instrument has a design or material deficiency. S303-broke/cracked/damaged, 9. The root cause of this complaint is difficult to determine since the device was not returned for evaluation. It is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue.

Event description:
Instrument failure - part left in patient.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.